Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for urinary dysfunction/sacral nerve. Stim and gastrointestinal/pelvic floor reported they had a back surgery and then saw a power on reset (por) error code. No patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.